Event description:
Report rec'd of a tubing separation at the y-port. The customer reports that the tubing separated at the bonded portion of the y-port and the tubing. The clinician changed the tubing set and the infusion continued. There was no report of any other intervention having been required. Although any other intervention having been required. Although requested, it is unknown to the rptr the details of what fluid was infusing, patient gender, age and diagnosis. The event did occur on a pediatric unit. No report of adverse pt effect. Additional patient information was requested, but no further information was available.